Event description:
It was reported the pt's ipg healed in a tilted position under her ribs, thus making it difficult to charge the ipg. The pt described charging as intermittent. Surgical intervention will be undertaken at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.